Event description:
It was reported that following an percutaneous transluminal coronary angioplasty, patient death occurred. During the procedure in which the unknown size promus element stent was implanted along with 3 other non-bsc stents, the patient "fell sick" during the procedure. Patient experienced renal shutdown and was put on a ventilator and dialysis. Patient expired two days following initial procedure due to multiple organ failure.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).